Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 6.7v, retainer ring = black. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs found on (B)(6) 2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends and found bolus deliveries of dailytotalofbolusinsulindelivered: (47.2 u) bolus. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during the testing. No alarms/alerts were found in the history files or traces for the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2022 11:04:01.000 and insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2022 13:22:51.000 pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba1 was installed in a test pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement, problem isolated on the pcba2. Force sensor zero offset within specification (23.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm, problem isolated on the pcba2.

Event description:
It was reported via phone call that the customer experienced hyperglycemia and was hospitalized on (B)(6) 2022. Customer alleged under delivery on the insulin pump. Customer's blood glucose level at the time of high blood glucose event was 44.9 mmol/l and at the time of call was 21 mmol/l. The sensor glucose value at the time of hospitalization was 22 mmol/l. Customer reported symptoms related to the high blood glucose event as nausea and vomiting. Customer had positive results in ketones test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using the minimed system with the auto mode feature active at time of high blood glucose event. Customer was assisted to complete self test and displacement test and they passed. Customer was treated with intravenous insulin drip. The customer will discontinue use of the insulin pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.